Manufacturer narrative:
The report of the autopulse platform (sn 32794) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to damaged drive train due to wear and tear. Unrelated to the reported complaint, damaged load plate cover was observed during visual inspection. This types of physical damages observed were likely attributed to mishandling. Load plate cover was replaced. During archive data review, multiple latch error 139 (unable to hold compression position (system error)) were observed on the reported event date, thus confirming the reported complaint. During initial functional testing, upon power up of the platform, revealed a system error, out of service, revert to manual CPR message. Performed brake gap check and inspection and the brake gap was out of specification and was not able to be adjusted. Drive train was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. The user was unable to clear the ua 45 error message, due to the user was unable to access the administrative menu. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) on 16 december 2019 however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. The user was unable to clear the ua 45 error message. No patient involvement.